Manufacturer narrative:
Approximate age of device: 1 year, 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2014. It was reported that the patient arrived at the emergency department in full arrest. The vad coordinator was not quite sure of the events leading up to the patient¿s arrival. It was thought that the patient had been having issues with the batteries so the patient and their spouse reconnected to the power module. The spouse went into the shower and when finished, found the patient unresponsive. No one was sure if at that time the patient was still connected to the power module. It is thought that the patient disconnected himself by accident and the wife reconnected him. When the patient arrived at the emergency department, the patient was mottled all over, the pump was on and running with flows in the 3¿s and pi¿s in the 3¿s with power in the 5 range. It is believed the speed was 8800 rpm. It was also noted that the patient had an aortic valve over sewn. The family refused an autopsy.

Manufacturer narrative:
The pump was not explanted for return to the manufacturer for evaluation. A potential cause for the reported event could not be conclusively determined through this evaluation. Evaluation of the submitted system controller log file confirmed a pump stop that appeared to be the result of a loss of power to the system controller. An exact time and duration for which the pump was off could not be conclusively determined. The log file data captured the system operating on the power module, followed by a power cable disconnect and a timestamp reset, indicating that power to the system controller had been disconnected. The system resumed operating at the set speed upon the reconnection of power, however, power was again disconnected, indicated by a second timestamp reset. The pump resumed operating at the set speed for the final 71 minutes of the log file after power was reconnected to the controller. No atypical alarms were captured and the pump operated above the low speed limit during operation. The heartmate ii lvas IFU and patient handbook both explicitly state that at least one system controller power lead must be connected to a power source at all times and if both power leads are disconnected at the same time, the pump will stop. Both also instruct the user on usage of the batteries and power module, as well as how to safely exchange operation between the two power sources. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.